Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device was bothering them and it hurt. They were having pain in the vaginal area. It was reviewed to turn the stimulation down to 0.0 and the patient stated they had the device off and they were still feeling stimulation. Follow up from the patient on (B)(6) 2016 reported that the patient had been turning stimulation off during the day and on during the night. When they turned stimulation on at night, they stated it felt wonderful and they were able to sleep. In the morning they stated it tells them to urinate and defecate and they are fine. On the day of the report, the patient turned the device off and they still felt electricity in their vagina and said it still hurts. They also felt it in their leg and several times during the report, said ouch and ow when their spouse was placing the antenna against the implant. It was confirmed that the patient's stimulation was off and the programs were at 0.0. The patient mentioned they had a root canal a couple of days ago. The patient stated they had been emotionally upset lately and maybe it had been because of bending down or the rain. It was recommended that the patient follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.